Manufacturer narrative:
The reported recurrence of a previously repaired umbilical hernia, for which surgical intervention was performed to prevent further complications, was assessed as a serious injury related to the coolsculpting procedure. The occurrence of hernia, or aggravation of a pre-existing hernia, are risks inherent to the use of the coolsculpting device, and are detailed in the coolsculpting user manual. Allergan has "dilligently" attempted to gather additional information such as treatment and device information, but the coolsculpting treatment provider was no longer in business. No further information was available. Zeltiq (now allergan) was initially made of the reportable event on 02/02/2018, and an initial attempt to submit this MDR was "nade" on 02/28/2018. However due to transmission issues, this MDR is being re-submitted. Cdrh was notified on 12/21/2018 and has assigned ticket number (B)(4) for this issue.

Event description:
On 02/02/2018 allergan was made aware that a male patient with a history of umbilical hernia repair in 2011 received coolsculpting treatment to the upper abdomen on (B)(6) 2017, and subsequently experienced umbilical re-herniation approximately 15 days after coolsculpting treatment. The patient underwent a laparoscopic recurrent hernia repair with mesh on (B)(6) 2017. Allergan has "dilligently" attempted to gather additional information such as treatment and device information, but the coolsculpting treatment provider was no longer in business. No further information was available.